Manufacturer narrative:
It was reported that a communication failure occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation, the event was caused by a known anomaly. (B)(4).

Event description:
While driving arm to mark entry points with pointer probe attached, a communication failure occurred. Robot arm appeared to be in extreme range for j3/j4/j5 joints. The field service engineer re-initialized system and continued with surgery. Patient was anesthetized, incisions were made for fiducial markers, no clinical consequences, estimated delay was approximately 5 minutes.